Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. It was reported that the device was used contrary to the dfu which states "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the right groin. The 90% instent restenosis of a previously implanted non bsc stent was located in the proximal left anterior descending artery. For predilation, a 2.50mm x 40mm apex¿ balloon catheter was advanced to the target lesion. During the first inflation at 22atms a longitudinal balloon rupture occurred. The apex balloon catheter was removed intact. The procedure was completed with a different device. A 3.0mm x 32mm ion stent was successfully implanted. No patient complications were reported and the patient's status is listed as fine.